Event description:
It was reported that the patient had surgery scheduled for (B)(6) 2013 to move the pump from the patient¿s right to left side because the pump continued to flip. The patient had a ¿big cavity on the right side¿ and the pump moved ¿back and forth¿ from its original placement. It was reported that the patient had her left leg and hip were amputated and was unsure if her body could accommodate the pump placed on her left side. Additional information was received and it was reported that the patient¿s new pump was larger than her prior 20 ml pump; the 40ml pump was too big for the patient. The patient¿s surgery previously scheduled for (B)(6) 2013 was put on hold because her managing physician was no longer seeing pump patients. The patient was looking for a new pump managing physician. The next pump refill was due (B)(6) 2013. The patient was experiencing withdrawal. Her prior pump had been delivering 17.75 mg of dilaudid per day. Following implant of the current pump her dose was 0.2 mg/day of dilaudid and she was now up to 1.75 mg/day. Additional information was requested but was not available at the time of this report. Please see manufacturer report #3004209178-2013-08584 for information regarding the prior pump flip and revision.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l64339, implanted: (B)(6) 1999, product type catheter; product ID 8590-1, lot # n366588, implanted: (B)(6) 2013, product type accessory. (B)(4).